Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently pump touchscreen was unresponsive. Tandem technical support assisted the customer with resetting the pump and pump was functioning as intended. There was no reported impact to customer's blood glucose.